Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was between 300 mg/dl and 400 mg/dl, which the customer treated via manual insulin injection. Troubleshooting was not possible since the customer was reporting on a past event. The customer also did not have a battery for her current insulin pump. No products were returned or replaced.